Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. There was no impact to the customer's blood glucose level. During troubleshooting, customer performed a pump reset, cleared the malfunction alarm and insulin delivery was resumed.